Event description:
The family member called to report that the customer was hospitalized for high blood sugar levels. It was indicated that the customer had been following the two hbg rule. After removing the pump, the family member stated that the customer treated hbg with a manual injection which brought customer's bgs down. It was reported that the customer was not spilling ketones at that time. The programming on the pump was accurate and it passed the functional tests.